Event description:
It was reported that a large volume infusor had leakage from an unspecified location. This issue was discovered during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured from december 15, 2020 - december 17, 2020. H10: the actual device was received for evaluation. The unit contained fluid in the bladder. A visual inspection was performed with the naked eye which showed no evidence of a leak from any part of the infusor device. A leak test was performed by filling the bladder with green color water. During fill, no evidence of leak was observed from the infusor. After fill, the device was monitored until the next day. The next day, no evidence of a leak was observed. Based on the analysis, the device was determined to be conforming product. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.